Event description:
It was reported that noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspected the noise was due to rv lead damage previously sustained during an unrelated procedure due to user error. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device.